Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient stated the battery was difficult to charge. The rep reported that the patient stated when the recharger was fully charged, the battery would charge to 10% after more than one hour and the recharger was then depleted by 20%. The rep reported that factors that could have led to the issue were unknown. The rep reported that the patient didn¿t allow diagnostics. The rep reported that they attempted to look at the recharger, controller and to interrogate the battery but the patient wouldn¿t allow this. The rep reported that they tried to explain to the patient that this was her first post-operative appointment, that the rep would interrogate the battery, reprogram it, review how to work with the controller and recharger. The rep reported that after interrogating the battery, the physician walked in the room and the patient started crying and told the physician that she wanted the system removed, that she had thought she was going to be implanted with a primary cell and was not happy to have another rechargeable battery. The rep reported that they explained to both that we had noteven started the teaching process on the new battery yet, to please just allow the rep to program and teach her before a decision was made; the patient refused and demanded the stimulation system be removed. The rep reported that removal of the paddle lead and battery was scheduled for (B)(6) 2017. No further complications were reported.